Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure lens found to have defect on lens optic. As per the surgeon¿s opinion, possible bent inserter causing defect during loading and injecting. The procedure was completed on the same day by replacing the lens with another lens from the same company. Additional information has been requested.

Manufacturer narrative:
Correction provided in b.5. Additional information provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of lens inserter causing defect during loading & injecting, no patient harm; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received stating that the handpiece used was confirmed to be silver/gray.